Event description:
The customer contact reported charring and melting. No specific pt info, pump programming, or event details were available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During visual examination at the user facility, it was noted that the 3vdc connector of the docking station and the 3vdc ac power connector of the pump were charred and melted. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.